Manufacturer narrative:
The device is subject to the 2022 zenex, assurity, and endurity pacemaker laser adhesion safety notification for a subset of devices distributed and implanted outside of the united states,

Event description:
New information received notes that a review of remotely transmitted data dated (B)(6)2024 from the device by technical services revealed no software errors and no issues were found in the battery condition that could be read from the battery voltage. No sudden voltage drop was observed on the battery trend, but the estimated longevity of (B)(6) 2024 was 7.82 yrs. Was different from the current longevity of 4.6-5.6 yrs. Which could indicate rapid depletion. The pacemaker was an advisory device and though the value observed was now greater than 200 ¿a even temporarily, the recommendation was to carefully follow up the device remotely via remote monitoring.

Event description:
It was reported that during a device check, ventricular sensitivity was changed to auto. A programmer screen displayed "battery longevity estimate have been decreased due to activity in this session." The battery longevity of 4.6-8.9 years changed to display less than 3 months to the elective replacement indicator (eri) and the battery current was displayed as less than 200 a. The physician questioned whether the problem was due to the programmer display or a device problem. There were no patient consequences.